Event description:
The customer reported inaccurately low blood glucose readings with test strips, lot 1k518b. She opened the bottle of test strips approx 2 months ago and noticed that her blood glucose readings were lower than her usual readings with another brand test strips. Her usual readings are in the 110-150 mg/dl range. She obtained readings with test strips in the 70-90 mg/dl range. Some time last week, she went to her dr for a regular office visit. While she was there she performed a blood glucose test on her meter with test strip. The result was 70 mg/dl. (The customer was fasting). Within 10 minutes, a venous sample was taken. The lab result was 124 mg/dl. When the customer got home, she immediately performed a side by side comparison using the other brand test strips versus test strips. The results were 128 mg/dl and 84 mg/dl respectively. The code was set correctly for all tests. The desiccant is in the bottle of test strips. The customer does not have any normal control solution to check the test strips for accuracy. She performed a check strip test the same day and the result was in range (no specific result available). The customer was not willing to perform any tests with the co's representative. She stores her test strips in the kitchen.